Manufacturer narrative:
Film evaluation summary: the endoleak and false lumen perfusion reported at implant was confirmed. However, the exact cause of the endoleak could not be determined from the films provided. CT¿s post-implant were not provided, and a complete assessment of the stent graft in-vivo configuration could not be performed. While a type iii fabric endoleak (reported as a stent graft ¿break¿) cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose and outflow resistance may have also contributed to this likely type IV endoleak. The lsa was observed to be patent post-implant, and it therefore possible that retrograde flow from the lsa may have also contributed to the false lumen perfusion. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 200mm thoracic aorta dissection. It was reported that intraoperative angiography showed an obvious endoleak. It was decided to monitor the patient and the procedure was completed. It was reported that the patient presented with acute chest and back pain three days post the index procedure and it was noted that the false lumen had continued to increase. It was reported that there was a break in the stent graft and a type iii endoleak was suspected. No intervention was carried out and the patient chose to leave the hospital. As per the physician, the cause of the event was due to a quality issue with the device. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.